Event description:
The pump was returned for investigation. Investigation revealed that a component on the pcb was defective. This report is made based on results of investigation completed on 04/25/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings:a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The component was replaced on the pcb; the pump was powered up and exercised with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).